Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018 the patient reported the she had missed her refill (date not reported) and the hcp (healthcare professional) told her that there was a recall of saline refill kits, so her pump ran dry and ¿it died¿ necessitating pump replacement in (B)(6) 2018. No patient symptoms were reported. No further complications have been reported as a result of this event.